Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06649 and 2134265-2014-06678. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-06649 and 2134265-2014-06678. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The unit met specifications for functional test and successfully underwent a continuous burn-in for 4 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06649 and 2134265-2014-06678. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.